Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritation from the lifevest exacerbating a preexisting wound from a previous procedure. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services provided any medical intervention to the skin irritation. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.